Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. The eccentric shaped target lesion was located in the mildly calcified and severely tortuous right coronary artery. The lesion was pre-dilated and this 38 x 2.75mm taxus liberte stent device was advanced but did not cross the lesion. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the stent was detached from the delivery system.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no stent returned with the stent delivery system. There was contrast in the inflation lumen and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was loosely folded which is consistent of having some positive pressure applied. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).